Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. Testing of the lead with a pacing system analyzer (psa) also noted high out of range pacing impedance measurements greater than 2,000 ohms. The lead was surgically abandoned and replaced. The pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.